Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalog number etlw1613c124e, serial number (B)(4), use by date 2017-11-01 and upn# (B)(4) for all additional plis). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. Currently the right iliac is 14.8 mm ¿ 10.3 mm from proximal to distal. The left iliac is 15.5 mm, 13, 10.8 mm from proximal to distal. It was reported that a follow-up CT was done and showed that the aneurysm has grown from 5.1 cm to 6.1 cm in 18 months. Neither limb had wall apposition in the iliac arteries, and the iliacs had dilated larger than the 13 mm diameter limbs. There was a 30-35 mm gap from edge of the limbs to the hypogastric artery on both sides. The physician elected to implant endurant stent graft limbs bilaterally [16x13x93]. The endoleak appeared to be resolved. Per the physician the cause of the event was anatomy related (the limbs pulled up as the aneurysm sac grew and the iliacs dilated). No additional clinical sequelae were reported and the patient is fine.